Manufacturer narrative:
E1: (B)(6). Device evaluated by MFR.: synergy ous mr 3.00 x 28mm stent delivery system (sds) was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. A shaft break was identified at 35cm distal to the distal end of the strain relief along with multiple hypotube kinks. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. There was no sign of damage, stretching or lifting of the stent struts. No signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage.

Event description:
It was reported that shaft break occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. After a 6f guide catheter was crossed the lesion, pre-dilation was performed with a balloon catheter. A 3.00 x 28 synergy drug-eluting stent (des) was advanced for treatment. However, the device failed to cross the lesion even after multiple attempts and it was also noted that the shaft broke during the procedure. The procedure was completed with a non-boston scientific device. There were no patient complications reported and the patient was stable.